Event description:
It was reported that the patient presented with inflammation, pouch swelling, signs of rupture, and fever. Blood tests revealed that the patient had an infection and it was possibly due to inadequate dosage of antibiotics. The system was explanted. The patient was treated for the infection and was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.